Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient has experienced chronic pain post mesh insertion and has undergone five separate surgeries to remove mesh fragments. No further information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.